Event description:
It was reported that the target lesion was located in the renal artery with mild tortuosity and mild calcification. The herculink elite stent dislodged prior to reaching the target lesion. There was no reported resistance during advancement. The stent was deployed where it dislodged at an unintended site using a non-compliant balloon. Another herculink elite was advanced and successfully implanted to treat the lesion. There was no adverse patient sequela reported. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device type - corrected; PMA/510k# - corrected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) device type - corrected, PMA/510k# - corrected.